Event description:
Boston scientific received information that high out of range shocking impedances were displayed on this device. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.